Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported by the sales rep: "the recon version of the nail holder no longer aligns correctly in the femoral neck, both during surgery and when tested with the sleeves prior to nail insertion."